Manufacturer narrative:
No device analysis performed; reported blades not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
The account reported that interoperative, two blades broke. There was no patient impact.